Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and repair/pre-testing, it was observed that the recon sagittal saw device trigger did not move smoothly, the housing was bent/deformed and the device failed the lid leak tightness test. The device also failed pretests for general condition, leakage test using bubble emission technique, check the saw blade coupling, check roundness of housing and check condition and function of trigger. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.